Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cloxacillin (dose, frequency, route and duration not reported), ceftazidime (dose, frequency, route and duration not reported) and intraperitoneal injection of penicillin (dose, frequency and duration not reported) for peritonitis. It was reported the patient was recovered from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.